Event description:
Procedure: laparoscopic total gastrectomy. According to the reporter: one of three legs of the anvil bent outwards while attaching the orvil anvil to the instrument. Subsequently the orvil anvil could not be properly attached to the stapler. The orvil anvil was retrieved from pt's stomach using endoscope and snare. A new orvil anvil was used to complete the procedure. Surgery time was extended one hour. No pt injury was reported.

Manufacturer narrative:
Initial report sent: 3/5/2009.